Manufacturer narrative:
Additional information has been provided by the customer. The result of 0.55 mmol/l was believed to be correct, matched the patient's clinical picture, and was reported outside the laboratory. The patient was not adversely affected by this event. The field service representative went on site and discovered there were some droplets on the reagent probe. He replaced the reagent probe and the water filter. The customer stated there had been no more issues in the week following the service visit.

Manufacturer narrative:
This event occurred in (B)(6). No information was provided on the specific part number involved in this event.

Event description:
The customer alleged they received a questionable phosphate (inorganic) ver.2 (phos) result for one patient on their c501 analyzer ((B)(4)). The sample was also tested on another cobas c501 analyzer ((B)(4)), the serial number was not provided. Based on the patient's clinical background, the customer believed the result from analyzer (B)(4) was correct. When the sample was taken out to be repeated, the sample was clear and there was sufficient sample volume to repeat on both analyzers. The patient's initial result from (B)(4) was 3.22 mmol/l. The sample was repeated on (B)(4) and the result was 0.55 mmol/l. The sample was then repeated on (B)(6) and the result was 0.56 mmol/l. The sample was then repeated twice on (B)(4) and the results were 0.55 mmol/l and 0.55 mmol/l. It was unknown if any of the results were reported outside the laboratory. It was unknown if there were any adverse events. The phos reagent lot number was 668981 and the expiration date was not provided.